Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving multiple inappropriate shocks for post-sensed t-wave oversensing. Programming changes were recommended. Device remains implanted.